Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20/2.5 mm balloon ruptured at 6 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the left circumflex coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.